Event description:
It was reported that air bubbles were observed within the canister and tubing. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer to use room temperature insulin when filling the cartridge. Customer performed a supply change to address the issue. There was no adverse impact to the customer's blood glucose level.